Manufacturer narrative:
UDI no: (B)(4). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Several requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx pericardial valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of five (5) years, 11 months due to stenosis. The tmvr was performed successfully with an 29mm sapien 3 transcatheter valve. The patient was reported to be in an excellent condition and was discharged on pod #2.

Manufacturer narrative:
H11: corrected data ¿ replaced h6 conclusion code 4315 with 50 replaced h4 manufactured date: 25-sep-2014 with 12-aug-2014.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Expiration date: 2018-08-11. Manufactured date: 2014-09-25. Correct d4 - model # 7300tfx.

Event description:
It was reported that a patient with a 27mm 7300tfx pericardial valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of five (5) years, 11 months due to limited leaflet excursion, severe stenosis, and severe regurgitation. The tmvr was performed successfully with an 29mm sapien 3 transcatheter valve. The patient was reported to be in an excellent condition and was discharged on pod #2.